Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed and no anomalies were found. (B)(4)

Event description:
It was reported that the patient presented to the hospital following a right ventricular (rv) lead pacing impedance alarm that triggered. It was noted the rv impedance was high upon interrogation and a lead fracture was suspected. It was further added there was a possibility of a loose lead pin due to shallow insertion into the device connector port. Fluoroscopy was performed and showed the tip of the connector pin was not visible, or extended, from the lead in the header. The rv lead remains in use and will be replaced. No patient complications have been reported as a result of this event.